Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic cholecystectomy, the suture anchoring wings on the device broke off. The obturator and cannula are fine. The surgeon used it anyway until the procedure is done. No patient injury.